Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: contacted rep to find out if any part of device cracked off or fell into patient. Rep said device was only cracked, no part broke off of device and no part fell in patient. (B)(6).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was slipping from the port site. It retracted through the peritoneum, so the surgeon was trying to manually push it back through using the scope. This was unsuccessful, so the trocar was removed to reinsert with the obturator. Upon removal, it was discovered that the cannula was bent and cracked. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Sleeve that analysis results found that a 2b5lt device was returned with the sleeve bent and cracked. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity; however, no conclusion could be reached as to what may have caused this damage.